Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels and fainted. The patient was hospitalized on (B)(6) 2018 for hyperglycemia. The blood glucose result was 26.0 mmol/l on the hospital's meter. It is unknown which event the customer received the 26.0 mmol/l result. The patient was treated with insulin. The patient was hospitalized from (B)(6) 2018. The infusion device was requested to be returned for product evaluation.